Manufacturer narrative:
The customer's calibration recovery was found to be ok. The customer's qc had outliers on the day of the issue, but their subsequent qc measurements were within acceptable ranges. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The field service engineer found the insulator attached to sipper nozzle was separated and not on the sipper assembly which allowed static interference. He reinstalled the insulators and adjusted the sipper nozzle. He ran ise checks and precision testing within were within specification. The customer ran calibration and qc.

Event description:
The initial reporter received a questionable ise indirect sodium result for one patient sample from the cobas 8000 cobas ise module. The initial result was 129 mmol/l and the repeat result was 137 mmol/l.. The questionable result was reported outside of the laboratory and a corrected report was provided to the physician. The electrode lot number was f68. The expiration date was requested but was not provided.